Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook was analyzed, and the complaint was not confirmed by failure analysis. The customer reported that the surgeon observed abnormal energy transmission from the instrument. The reported issue could not be reproduced or confirmed. The instrument passed recognition, engagement, functional, energy delivery, and electrical continuity tests, demonstrated full range of motion, and was fully functional with no product issue identified.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. Image review: review of the provided image is consistent with the reported "smoke" observed. Root cause of the failure mode cannot be confirmed without the returned device. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery hook instrument (pch) instrument's energy transmission was abnormal. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon was performing an esophageal cancer surgery. During the procedure, smoke was observed at the joint of the instrument through the eyepiece. It is unknown whether the black cable is damaged.